Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Additionally, the customer observed air bubbles within the cartridge tubing. The customer experienced a blood glucose (bg) level of 300mg/dl and light to moderate ketones. A correction bolus was delivered to address the bg level. A supply change was performed to address the occlusion and air bubble. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.